Event description:
It was reported that a programming system would not communicate. Troubleshooting steps did not resolve the issue. A new programming wand was sent to the site but did not resolve the issue. A new handheld computer has been sent to the site, and it has been reported that there are no more problems. Good faith attempts to obtain the handheld for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.